Event description:
It was reported that a nail broke at the hole for a helical blade. The patient had previously undergone a trochanteric fixation nail (tfn) procedure (date unknown) to address a sub-trochanteric fracture. The patient then experienced a non-union. A revision procedure occurred on (B)(6) 2015, during which the im nail, helical blade, and two (2) distal interlocking 5mm screws were removed. The surgeon reported that the 130 degree aiming arm used during this procedure was not interfacing with a compression nut. The surgeon further described the arm as ¿popping out.¿ no further information was provided. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the buttress/compression nut, and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system ((B)(4)). One buttress/compression nut (part# 357.371, lot# 4820011, mfg aug2004, and one 130° aiming arm (part# 357.366, lot# 8070897, mfg oct2012) were returned with the complaint that ¿patient underwent revision surgery on march 2, 2015 for hardware removal including the im nail (part number 456.419 and lot number 7394625), helical blade (part number 456.303 and lot number 6922070, and 2 distal interlocking 5 mm screws (part numbers 458.944 and 458.946). It was also reported that a 130 degree aiming arm (part number 357.366, lot number 8070897) was not interfacing, further described as popping out, with a compression nut (part number 357.371 and lot number 4820011), during the revision surgery.¿ upon receipt of these devices it was seen that there is a high degree of wear at the nut: aiming arm interface, and when the aiming arm is mated with the blade guide sleeve and the buttress/compression nut, it forms a very loose connection, and with the application of minimal force the junction may separate, this complaint is confirmed. The designs of these devices are appropriate for their intended uses and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date received by manufacturer for medwatch follow up #2 should have been may 20, 2015 and was reported in error as june 11, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The previously reported (medwatch follow up #1) investigation results were submitted prematurely and before the investigation were completed and reviewed by engineering. The following contains the final results summary: a product development investigation was performed for the subject device (part number 357.366, lot number 8070897, 130 degree aiming arm). The buttress/compression nut, and the 130 degree aiming arm (subject device) are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. The subject device was returned with the complaint that ¿patient underwent revision surgery on march 2, 2015 for hardware removal including the im nail (part number 456.419 and lot number 7394625), helical blade (part number 456.303 and lot number 6922070, and 2 distal interlocking 5 mm screws (part numbers 458.944 and 458.946). It was also reported that a 130 degree aiming arm (part number 357.366, lot number 8070897) was not interfacing, further described as popping out, with a compression nut (part number 357.371 and lot number 4820011), during the revision surgery.¿ upon receipt of these devices it was seen that there is a high degree of wear at the nut/aiming arm interface, and when the aiming arm is mated with the blade guide sleeve and the buttress/compression nut, it forms a very loose connection, and with the application of minimal force the junction may separate, this complaint is confirmed. The drawings for the 130 degree aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. A review of the device history records for part number 357.366, lot number 8070897 showed that there were no issues during the manufacture of the product that would contribute to the complaint condition (as previously reported). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth, gender, and weight are unknown. Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 25, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.